Event description:
During an knee arthroscopy the capsule was blown and the knee began to swell. The surgeon had to open the pt's knee to complete the surgery. While in recovery the knee became very swollen and the dr was not able to find a pulse in the foot, reporting compartment syndrome. The pt was brought back into surgery and a fasciotomy was performed to release the pressure.